Event description:
A patient had received a partial knee arthroplasty, which was performed using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Approximately one month later, the patient presented with signs of a possible infection, and the surgeon performed an incision and drainage (I&d) procedure and exchanged the tibial onlay insert component.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako. A supplemental report will be submitted if additional information becomes available. Not provided by hospital.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 21-may-2014. There have been no other events for the lot referenced. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
A patient had received a partial knee arthroplasty, which was performed using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Approximately one month later, the patient presented with signs of a possible infection, and the surgeon performed an incision and drainage (I&d) procedure and exchanged the tibial onlay insert component.